Event description:
Received the following information from (B)(6) study: on (B)(6) 2021, a perceval valve pvs25 was implanted in aortic position. The patient received a concomitant CABG (1 vessel bypassed) and a mitral valve repair with a memo 3d. The site reported an adverse event: bradycardia that occurred on (B)(6) 2021 that required a pulse generator (pacemaker) implant. The site deemed the event, which is now resolved, as possibly related to the implanted perceval valve. The patient was discharged on (B)(6) 2021 with a good device functionality (10mmhg mean gradient, no central leak, no perivalvular leak). The patient's baseline conditions included atrial fibrillation.